Event description:
(B)(4). After essure heavy bleeding and painful cramps. Pain in right side of abdomen every day. Pain on left side occasionally. Nausea, headaches inability to lose weight and mood swings.